Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00131. It was reported that noise was observed on the right ventricular lead that caused inhibition of pacing and oversensing on the right atrial lead. Clavicular crush was suspected on both the rv and ra leads. The leads were capped and replaced on (B)(6) 2019. The patient was stable.